Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report contains additional information in section h6 impact codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and h6 impact codes.

Event description:
It was reported that this pacemaker device was suspected to be in safety mode. The patient reported asystole during interrogation. The second interrogation performed indicated that the device was operating normally. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that during the routine follow-up, this device stopped pacing twice and physician opted to have this device explant. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker device was suspected to be in safety mode. The patient reported asystole during interrogation. The second interrogation performed indicated that the device was operating normally. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was suspected to be in safety mode. The patient reported asystole during interrogation. The second interrogation performed indicated that the device was operating normally. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that during the routine follow-up, this device stopped pacing twice and physician opted to have this device explant. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section h6 impact codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and h6 impact codes.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 device codes and h6 impact codes.

Event description:
It was reported that this pacemaker device was suspected to be in safety mode. The patient reported asystole during interrogation. The second interrogation performed indicated that the device was operating normally. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that during the routine follow-up, this device stopped pacing twice and physician opted to have this device explant. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to return for analysis.